Manufacturer narrative:
(B)(4). Not returned.

Event description:
On (B)(6) 2016 patient was implanted with rns neurostimulator and two depth leads. On (B)(6) 2016 rns system was explanted in response to infection. The infection was described by the physician as a deep incisional infection. Patient presented with a headache and fever (104). Patient was placed on antibiotics vancomycin and meropenem) for 2 weeks.